Event description:
It was reported that patient loss therapeutic effect and thought the stimulator was not functioning correctly. It was indicated that healthcare provide was unaware when the problem started. It was reported that patient thought wiping it with a clorox wipe cause it not working anymore. Additional information received later indicated that patient was no longer able to urinate on her own like she used to. It was noted that patient originally contracted a uti on (B)(6) 2014 and was treated with macrobid 2 times a day in which she started on (B)(6) 2014. The patient then contracted c-diff went into the hospital a day prior to this call and just got out the day of the call. It was indicated that patient urinary retention symptoms returned couple days prior to this call. It was indicated that the night prior to the call patient was cath twice and a culture was taken while in the hospital. The patient was using prophylactic antibiotics, 50 mg of macrodantin. It was noted that patient stopped taking this 4-4 days prior to her bladder infection. It was reported that patient was uncertain if the reason her therapy not working was because of a uti that she may still be having or if it was because she wiped her programmer with clorox wipes after being exposed to c-diff. It was indicated that patient had not had any falls or trauma. It was reported that patient normally was keeping her stimulation at 0.0v and when she was feeling as to urinate, she was going to turn the stimulation up as high as she can until she was feeling it in her tailbone. It was noted that in the past this was how patient was emptying her bladder. It was noted that when she was done, she would turn the stim back to 0.0v. The patient had kept her program at program 2 because that has always seemed to work for her. It was reported that the therapy was patient¿s lifeline and it had kept her from getting a bladder infection for the last 2 1/2 months. It was indicated that patient was negative for c-diff and was on a fladual antibiotic for 10 days prior to that. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0ax75, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Intervention required should have been checked on the previous report. (B)(4).

Event description:
It was later reported that the patient had a loss of therapeutic effect. It was stated that the patient was trying to hold down their bladder infections and empty their bladder more. The patient stated they had been having bladder infections "forever" because a surgeon in 2012 was doing an operation and knicked their bladder and colon nerve. The patient had their device implanted due to that reason and because they weren't emptying their bladder completely. It was noted that at the time of report the patient stated they were getting better results from their device before and that they used to empty their bladder more. The patient stated that the stimulation didn't have the "oomphf" that it did when it was put in. It was noted that the patient couldn't keep it on one program for long and they had a resection of the colon so they stated "when I urinate I have other activity too." So, if the patient left it on one level they didn't get to do either so they had to change programs. It was noted that the patient would "run it all the way up on level 2" and they seemed to get a better reaction, more water flow and more emptying of the bladder. The patient stated that it hurt at first but it didn't at the time of report so they would run it all the way up and all the way down.